Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose on (B)(6) 2020 with blood glucose of 427 mg/dl. Customer treated with insulin shot 4.5 units and current blood glucose level went down to 353 mg/dl from 427 mg/dl. The customer was treated with intravenous treatment with insulin in hospital. Based on customer report customer did not allege the insulin pump was under delivering. The customer was using the insulin pump within 48 hours of high blood glucose event. The customer also reported that the insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.